Event description:
According to homedics, inc. MDR no. 1832894-2007-00063 stating, "consumer took two units to the doctor in 2007. Both units read high compared to the doctor's reading."

Manufacturer narrative:
No returned unit for evaluation. Additional model # bpa-200.